Event description:
Lead extraction due to lead fracture with ICD generator change during same procedure. After biomed has finished evaluating the lead, the physician requested that it be sent back to medtronic.======================manufacturer response for lead wire, rv lead (per site reporter).======================awaiting response.